Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction and that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. In addition, it was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer¿s blood glucose was 79 mg/dl. Although requested by tandem technical support, customer did not provide what type of back up therapy customer would use.